Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that from day one, the patient was having shocking in her vagina. Then, she was having the drawing of her left leg and left foot. The patient reported that the steps that were taken to resolve the shocking were that the device was turned off, and that they stopped using the interstim. The patient stated that they do not have any problems any more urinating. The patient reported that they stopped using the interstim, so they would like to have the device removed. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was implanted for bladder. The patient reported they were feeling stimulation in her foot and down her leg. The patient noted her leg was drawing when the device was on the setting that it was set to after she had the surgery. The patient noted her toes completely curled over and she could not stand it. The patient let her healthcare professional (hcp) know. The patient turned her stimulation down really low and it still did it a little bit, but nothing like it was before. The patient reported the setting was set after she left her surgery caused her to feel it in her vagina which was terrible. The patient asked if it was ok turning the ins off because she was not having any problem/symptoms. The patient added that prior to the implant she was having bladder infections continuously, she was running a high fever because her bladder was not emptying, she was having to get up 6 times a night, and she had the urge to go. The patient added all of that had gone away. The hcp stated she may be able to have the ins taken out in a couple of years. It was review that by turning the ins off her symptoms back come back. The patient noted she felt stimulation down her leg and in her foot around the fall of 2017. Additional information from the patient on (B)(6) reported they had not been able to use the interstim implant for their bladder. The patient reported the patient felt a shocking in her vagina. The patient noted her leg and foot go numb. The patient added her toes turn in and curl over when they use it. The patient noted her healthcare professional (hcp) was aware of the issues. The patient stated her hcp recommended the patient turn it down, but it doesn¿t do any good, so they are not using it all. The patient noted she was not having any problem in her bladder. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they had not used the therapy in a while because when the therapy was turned on, it shocked them in the vagina. The patient mentioned that they had told their nurse about it and the managing hcp was aware of the issue. The patient indicated that the issue started immediately following implant. They also mentioned that the therapy was currently turned off but noted they have not had a uti since getting the ins implanted. Troubleshooting could not be performed due to lack of access to the product. There were no further complications reported or anticipated.